Manufacturer narrative:
Additional narrative: 510k: this report is for an unk - screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the surgeon was performing a l4-s1 minimal invasive posterior spinal fusion, while inserting the first set screw it was noted that the extension had popped off (this is known to occur). It was believed that the set screw inserter (with set screw still attached) was then inserted and tightened into another screw with extension that was still intact. The second set screw went in smoothly but as the extension had popped off from the initial opened up the expedium siwroximator flex clip and sleeve. Surgeon wanted to use the mmsi alignment tool from expedium si which he successfully utilised to seat the last si set screw into the screw head. It was unsure as to when a set screw has become loose and fallen into the patient, but surgeon attempted to remove it. Later surgeon decided to leave the screw inside the patient. Procedure was successfully completed with a five(5) minutes delay. Concomitant device reported: unknown inserter (part# unknown, lot# unknown, quantity unknown), expedium si approximator flex clip (part# unknown, lot# unknown, quantity unknown), unknown sleeve (part# unknown, lot# unknown, quantity unknown), unknown alignment tool (part# unknown, lot# unknown, quantity unknown). This report is for one (1) unk screws. This is report 1 of 1 for complaint (B)(4).